Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patients¿ onetouch ping meter was reading inaccurately low when compared to his feelings or normal results. The patient or reporter was not available for a follow up all. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013, before 7:45am. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated on (B)(6) 2013, before 7:45am, he had something to eat or drink. The reporter stated on (B)(6) 2013, before 7:45am, he had a seizure. It is unclear if the patient associates the symptoms with high or low blood glucose. It is unclear if the patient had any symptoms prior to the start of the seizure. It is unclear when the meter was last reading accurately and if the patient had made any changes to his usual diabetes management routine as a result of the meter readings. The reporter stated on (B)(6) 2013, before 7:45am, he had IV glucose from emergency medical services (ems). At the time of troubleshooting, the cca confirmed patient was using an approved sample site to obtain the sample and his test strips and test strip vial were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. This complaint is being reported because the reporter claims, due to the alleged meter reading inaccurately, the patient developed symptoms suggestive of a serious injury and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.